Event description:
It was reported intermittent occlusion alarms occurred. There was no indication of the customer¿s blood glucose level exceeding 500 mg/dl, and the cgm did not read ¿high.¿ the customer managed the issue by changing the infusion set and cartridge and resuming insulin administration. Reportedly, the customer was using cold insulin. Tandem clinical support education the customer regarding room temperature insulin.